Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a pause in low voltage therapy was observed while the device was undergoing a cyber security upgrade, resulting in momentary dyspnea. Normal therapy resumed after the upgrade was completed. The patient was in stable condition and there were no adverse consequences.